Event description:
Received info reporting intermittent stimulation. Kinetra system had been implanted for more than 6 months when the pt noticed therapy on the left side of the body was not okay. The neurologist changed the programming and the pt would leave the clinic okay and one week or a couple days later, the pt would have the same complaint, loss of therapy on the left side. Impedances were checked but the neurologist was not confident in the values. The pt was operated on to change the extension cable that connects the kinetra to the right side dbs electrode. To rule out malfunctioning of the kinetra, physicians switched the left channel with the right channel of the stimulator. Pt was oaky after this procedure but later, the therapy loss occurred again. X-rays, CT scan and impedance readings were all fine. It was decided to change the dbs electrode. After replacing the lead intra-op stimulation with the kinetra reconnected to the lead showed normal impedances values. The pt left the operating room with therapy on and effective. The explanted lead had no visible damage. Pt was reported as okay.

Manufacturer narrative:
(B)(4).